Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on two patients. All results are in ng/ml. The customer indicated they have been having ongoing issues with tnt stat not matching their other instrument. They are repeating all tnt stats on the other instrument. As part of troubleshooting, the customer is performing a liquid flow cleaning weekly instead of biweekly. Patient 1 had an initial tnt stat result of 0.058, which was reported outside of the laboratory. The sample was repeated on the other instrument and generated a repeat result of <0.010. The customer believed the result from the other instrument to be correct and issued a corrective report. The customer could not provide any information on any treatment or medication this patient received. Patient 2, a (B)(6) female, had an initial tnt stat result of 0.022, which was not reported outside of the laboratory. The sample was repeated on the other instrument and generated a result of <0.010. The customer believed the result from the other instrument to be correct and reported the result as <0.010. There was no adverse event. The lot of tnt stat reagent in use was 17328701, with an expiration date of 07/31/2014. The field service representative found the pinch valve tubing was loosely seated. He replaced the pinch valve tubing, flushed a valve, checked the bead mixer speed, and checked the sample probe and sample probe pressure monitor. The customer calibrated as needed. All controls were acceptable to the customer and the system was performing to specification.